Event description:
Report received that patient had premature failure of the femoral component of a total hip joint replacement because of an abnormal reaction to particles found at revision surgery on (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.